Event description:
Pharmacist reported a rupture of device discovered by ultrasound and confirmed by MRI. Device explanted. Right side.

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: broken and underweight. A microscopic analysis was performed which identify sharp broken in the posterior. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: -a broken sharp in the posterior side assessed as unidentified (tear) broken .

Event description:
Pharmacist reported a right side rupture of device discovered by ultrasound and confirmed by MRI. Device explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d6a.

Event description:
Healthcare professional reported a right side rupture of device discovered by ultrasound and confirmed by MRI. Device has been explanted.